Event description:
It was reported that patient underwent a surgical procedure to explant his ambicor penile prosthesis (app) due to fluid loss at the cylinder. A new app was implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further in formation is available at the moment.